Manufacturer narrative:
The last calibration performed on (B)(6)-2023 was within specifications. The provided calibration signals were slightly lower than expected but this does not appear to affect the performance of the calibration. The qc recovery was within the customer¿s established ranges. There was no indication of a performance issue with the reagent or instrument. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys cortisol ii on a cobas 8000 e 801 module. No questionable results were reported outside of the laboratory. The reporter noted that controls were lower, but still acceptable. The samples were then initially tested. Later, the customer noted that controls recovered better in a standby cortisol reagent pack, so they decided to repeat the samples. The results were discrepant. The customer then changed the reagent pack that was initially used and there were no further issues. The first sample initially resulted in a cortisol value of 1.63 nmol/l. The sample was repeated on (B)(6) 2023, resulting in a value of 4.17 nmol/l. The second sample resulted in a cortisol value of 4.64 nmol/l. The sample was repeated on (B)(6) 2023, resulting in a value of 6.71 nmol/l. The serial number of the e 801 analyzer is (B)(4).